Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was unknown at the time of incident. The customer states the insulin did not exit and pump alarmed no delivery. Advised to run manual prime with empty pump until piston reaches end of travel. Pump did not alarm with no reservoir. The customer also states removed the reservoir then got a no delivery alert. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device seated at the beginning of displacement test without reservoir due to moisture damage on force sensor resistor. Unable to confirm excessive no delivery alarm due to seating anomaly.